Event description:
The user facility reported that three different patients experienced an allergic reaction after being exposed to mckesson opa/28 hld. The patients received additional medical treatment; however, it is unknown what type of medical treatment was administered.

Manufacturer narrative:
There are four lot numbers associated with the reported event: (10)607423, (10)628856, (10)630099, (10)638686. The mckesson opa/28 safety data sheet states, "may cause skin irritation. Symptoms may include redness, drying, defatting and cracking of the skin. May produce an allergic skin reaction." Steris made multiple attempts to obtain additional information regarding the reported events from the user facility; however, additional information was not provided. A follow-up report will be submitted should additional information become available.

Manufacturer narrative:
In-service training was offered to hufriedy to align between steris and mckesson. Hufriedy provided evidence that they had already counseled mckesson - the distributor to the end user - on the contraindications contained in the rapicide opa 28 labeling.